Event description:
It was reported a pericardial effusion occurred. During a watchman flx pro procedure to treat left atrial appendage (laa) bleeds, a versacross connect for laac kit was selected for use. There was no pericardial effusion noted prior to the procedure and the watchman procedure was completed successfully and the patient was discharged. The following day almost twenty four hours after the implant, the patient was returned to the hospital with pericarditis like symptoms. An echocardiogram confirmed a small posterior pericardial effusion. No medical or surgical intervention was performed. The patient remained in the hospital for monitoring. The device is not expected to be returned for analysis. No effusion noted before or immediately after implant and also prior to discharge. There were no difficulties performing transseptal puncture. The patient was discharged (B)(6) 2024. In the physician's opinion, the versacross rf wire did not malfunction during procedure, and did not note whether the device or procedure contributed to the adverse event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.